Manufacturer narrative:
Information contained in this report was previously submitted through psr on 20/jan/2015 and 21/jan/2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: crease fold. Leak test and microscopic analysis was performed which identified: total delamination of the valve. Based on the device analysis the final assessment is: total delamination of the valve (adhesive failure). The events of capsular contracture, autoimmune/connective tissue disorders and raynauds phenomenon are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, deflation, and " patient¿s concern with the product."

Event description:
Patient reported right side reoperation due to "capsular contracture, baker grade unknown." Patient additionally reported a right side deflation and being diagnosed with a "mixed connective tissue disease." Healthcare professional reported a "undifferentiated connective tissue disease, raynaud¿s phenomenon," and "exchange from a textured to smooth breast implant due to the patient¿s concern with the product." Device has been explanted.